Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (up to 300 mg/dl) in the morning. Customer delivered a bolus via the pump to address elevated blood glucose. Customer's healthcare provider recommended increasing the pump basal rate to resolve the issue.